Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a temperature alarm occurred. Reportedly, the customer slept on top of the pump. Customer's blood glucose level was 225 mg/dl. Reportedly, customer continued using the pump for insulin therapy.